Manufacturer narrative:
Date sent to the FDA: 04/30/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent exploratory laparotomy, lysis of adhesions, repair of multiple areas of small bowel and resection of the previously placed mesh on (B)(6) 2013 during which the surgeon noted severe adhesions between the small bowel and a section of the mesh. Several areas of sealed perforations were encountered where the bowel was intimately adherent to the mesh. The mesh eroded through and there were fibrotic areas that when dissected and separated, a small area of bile was seen. The section of mesh that was adherent to the small bowel was excised. It was reported that the patient experienced severe pain, inflammation, nausea, dense adhesions, bowel perforation, bowel erosion, scarring, bulging, loss of appetite, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/26/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.